Manufacturer narrative:
This MDR report was identified as meeting the criteria of submission to the FDA during a two-year retrospective review of complaints and MDR¿s following the receipt of an FDA untitled letter at our (B)(4) facility. (B)(4). Failure analysis lab received a vela front panel and conducted a visual inspection. Visible ingress spots were noted around the edges on the touch screen display. The front panel was installed to a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. A display calibration was performed. The touch display interaction failed and could not be calibrated. The customer issue was duplicated and failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.

Event description:
Display/monitor malfunction. Touch the touchscreen has no response, no error code and no alarm. The vela unit was powered on, touched the button on touchscreen with no response. Tested the membrane buttons and they work normally. The touch screen cable was reconnected to the connector on main board and it still fails. A replacement front panel was sent to the customer.